Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's display and reseating the ac inlet. Unit was calibrated and safety tested to factory's specifications.